Event description:
We received a report concerning a patient who experienced increased intraocular pressure, ocular pain and corneal edema following implantation of an intraocular lens with the use of ophthalmic viscoelastic. The procedure was performed without complications; the viscoelastic was used in the anterior and posterior chambers and included aspiration of the product. About 8 hours post-surgery the patient reports ocular discomfort and a pressure feeling. Intraocular pressure (iop) was measured at 26 mmhg (mercury). At that time it was decided to prescribe medications, brinzolamide and acetazolamide if the pain worsens at night. The following day the patient was evaluated and iop was found to be 60 mmhg with moderate corneal edema and decreased visual acuity. Floating viscoelastic is noted in the anterior chamber. A secondary procedure is performed where the anterior chamber is flushed and aspirated. The procedure resulted in decreased pain and corneal edema. The patient continued on medications for 8 days, until the iop was adequately controlled. A final outcome for the patient was not provided.

Manufacturer narrative:
(B)(6). (B)(4) - vision impaired.

Manufacturer narrative:
The device was not returned to the manufacturer as it was used during the procedure. A retained sample from the same lot was evaluated. Chemistry testing showed the product met manufacturing release criteria. Results of chemistry testing could not identify any root cause for the complaint as all results were within specifications.batch records were reviewed: all results were within specifications, no nonconformities were identified. All pertinent information available to the manufacturer has been submitted. Placeholder.